Manufacturer narrative:
A ge rep evaluated the system and determined the interconnect cable needed to be replaced. Further repair info is unavailable.

Event description:
The customer reported a problem with the interconnect cable connection. This would cause the system to fail to boot up. No pt injury was reported.